Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. "The representative noted that the mouse."

Event description:
Medtronic received information regarding a navigation device being used to plan for a surgery. It was reported that the mouse on the system was working intermittently. The surgeon disconnected and reconnected the mouse to a different usb port with no resolution.

Manufacturer narrative:
The representative noted the mouse was functioning and was unsure what the issue was. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The issue was confirmed to be cause by the mouse not being properly seated in the usb port. If information is provided in the future, a supplemental report will be issued.